Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received 313mg/dl scan results compared to 59mg/dl readings obtained on a hcp meter, which when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. As a result of the sensor scan, 313 mg/dl, the customer reported injecting insulin and as a result, experienced a loss of consciousness. Customer was unable to self-treat and required hcp treatment of sugar and fruit paste for treatment. No further informaiton was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer received 313mg/dl scan results compared to 59mg/dl readings obtained on a hcp meter, which when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. As a result of the sensor scan, 313 mg/dl, the customer reported injecting insulin and as a result, experienced a loss of consciousness. Customer was unable to self-treat and required hcp treatment of sugar and fruit paste for treatment. No further informaiton was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.